Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p60-74 that has a similar product distributed in the us, list number 7p60-21/31, and 510k/PMA/bla of k153730.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result generated by the alinity I processing module for a 67-year-old female patient with a medical history of joint inflammation, hypertension, and diabetes. The alinity I result was not consistent with results obtained using other testing methods. The following data were provided (< 1.00 s/co = nonreactive; = 1.00 s/co = reactive): sid (b)(6_: alinity I syphilis tp result = 0.54 s/co (nonreactive) autobio chemiluminescence result = 6.4 s/co (reactive) tppa result = positive trust result = negative. No impact to patient management was reported.